Event description:
During the perfromance of ventricular tachycardia (vt) procedure, a diagnostic mapping catheter was positioned in the heart. During this procedure a metal fiber pushed through the insulation causing paricardial effusion resulting in tamponade. Pericardiocentesis was perfromed to drain fluid from the pericardium.